Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. Based on the results of the investigation, it is likely the following led to the malfunction: error e433 due to defective high voltage power supply board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the electrosurgical generator esg-400 to the service center for a separate issue. During the device analysis, the regional repair center (rac) indicated that error 433 was found. It was determined that the high voltage power supply board needed to be replaced. There was no patient involvement.